Event description:
X-ray of chest indicated a fracture of the left subclavian with the catheter projecting over the right heart. The port was removed. The port was implanted for approximately 15 months before the failure.